Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead measured high impedance on the rv and superior vena cava (svc) defibrillation vectors. The lead will be replaced. No patient complications have been reported as the result of this event.

Manufacturer narrative:
Product event summary (B)(4) performance data was collected from the device and analyzed. The save to disk primary finding noted the lead impedance defib-svc was out of range high. Four patient alerts for out of tolerance sub-threshold lead impedance (B)(6) 2012. Weekly hv-lead trend data shows an abrupt increase for min and max defib and svc defib=58 to 254 ohms peak between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.